Manufacturer narrative:
Investigation conclusion: the investigation found that the returned coils encountered resistance when attempting to advance into the lumen of the returned headway microcatheter during functional testing, which is consistent with the advancement issue described in the reported event. The lumen of the microcatheter was found to not be fully flared at the hub joint with the lumen coil exposed and the ptfe lining damaged, which would have resulted in the resistance encountered. The exposed coil was observed to be protruding into the lumen. The physical evaluation of the microcatheter could not identify the exact conditions or circumstances that led to the exposed coil, damaged ptfe lining, and lumen flaring issue, but these conditions are consistent with a deviation in the manufacturing process. Two of the four returned coils were found kinked at the pusher, which may have contributed to the advancement issue. The physical evaluation of the coils could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the concerned microcatheter was used in an unspecified coil embolization procedure. Reportedly, the coils would not advance in the microcatheter. Some different coils' brands were used and some were delivered; others could not advance in the microcatheter. Eventually a wire was not able to be advanced thru the catheter. There was no report of injury to the patient. The investigation of the returned device found exposed coil protruding into the lumen at the hub transition.